Manufacturer narrative:
UDI=(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After rotablation was performed, a 3.00 x 16 synergy ii drug-eluting stent was advanced distally but failed to cross the lesion. The device was removed and was attempted to be advanced again but was still unable to cross. Moreover, during the third attempt, it was noticed that the proximal end of the stent struts got lifted. The procedure was completed with a 3.75 x 12 synergy¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy us, mr 3.0x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) of the mid section was measured and was within max crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube. A visual and tactile examination found no damage to the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After rotablation was performed, a 3.00 x 16 synergy ii drug-eluting stent was advanced distally but failed to cross the lesion. The device was removed and was attempted to be advanced again but was still unable to cross. Moreover, during the third attempt, it was noticed that the proximal end of the stent struts got lifted. The procedure was completed with a 3.75 x 12 synergy¿ stent. No patient complications were reported and the patient's status was fine.